Event description:
Or reports vessel sealer instrument was inserted into trocar. Md went to use/move the instrument and it froze. The jaws of the instrument were unable to be opened. Instrument was removed from the patient and taken off the surgical field. The instrument was never used on any tissue...only attempted to open jaws to begin to use when instrument malfunctioned.